Event description:
On (B)(6) 2010, pt's daughter reported pt was hospitalized on (B)(6) 2010, due to asthma and copd. Daughter requested assistance changing the pt's basal rate on the infusion device. Verified the infusion device was in basal rate profile 1. Assisted daughter with adjusting the basal rate. Verified the basal rate total no displayed 72.0 units. Daughter stated, the pt's elevated blood glucose was believed to be caused by the medication she had been taking for her copd. Daughter reported the pt's blood glucose is an ongoing concern. Daughter stated the pt attempted to correct her blood glucose using the infusion device. Daughter reported the pt experienced a blood glucose reading of around 400 mg/dl. Daughter stated the pt was admitted to the hospital and then today her blood glucose was 500 mg/dl. Pt's target blood glucose is 160 mg/dl. Daughter reported the hospital staff has been treating the pt's blood glucose with injection therapy, pt has been unable to treat herself. No product return was requested.